Manufacturer narrative:
A steris service technician inspected the surgical table and was unable to duplicate the reported event. The technician articulated all table movements and functions and found the table to be fully operational. Steris is continuing to investigate this incident and will submit an updated report should additional information become available. In addition, steris will schedule in-service with the hospital for training on the proper operation, storage and transport of this table.

Event description:
During a neurological procedure the patient was on a 3085 surgical table in the reverse orientation. The facility reported that the leg section began to drop even though no one was touching the hand control. The hospital staff was able to manually stabilize the surgical table long enough to allow for the transfer of the patient to another table. The procedure was completed successfully and there was no injury to the patient.